Event description:
Title: urinary catheter balloon wouldn't deflate. Unable to remove foley catheter after deflating balloon. The end of the catheter was cut by the physician, but still unable to remove the catheter. Urology was consulted. Physician used a guide wire through the balloon port to collapse the balloon and remove the catheter.